Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification /k011028/k013227.

Event description:
It was reported that implant at tooth site 36 was fractured at the collar and was removed. Procedure was completed with other implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) and an unknown zimmer screw were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the threads and screw fracture found inside. The reported device was located on tooth #36 and was used for approximately 3 years. DHR review was completed for the subject lot number (63261588). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63261588) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.